Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in clinic for a device check. Upon interrogation, it was observed the patient's pacemaker was found to be back up mode. The patient's pacemaker was reprogrammed. The patient experienced no symptoms related to this event.